Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion and cardiac tamponade) was reported. A returned device assessment could not be performed as the device reexamined implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that during procedure there were multiple partial recaptures the device. Patients activated clotting levels were 326s which are more than intended. The reported cardiac tamponade was a cascading effects of pericardial effusion. It is possible that these effects are a symptoms due to the procedure or patient conditions; however, this cannot be confirmed. The reported surgical interventions were a result of case-specific circumstances as the patient remained in the hospital, medication was provided, and pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "narrative reviewed. Tee shows close proximity between laa and pa. Multiple deployment attempts very distal in laa (far beyond lcx). Root cause for pericardial effusion is probably a combination of these two factors."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 26 november 2024, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet¿ steerable delivery sheath. During procedure, the activated clotting levels were 326s and after multiple partial recaptures the device was exchanged and the 20mm amulet. The 20mm amplatzer amulet left atrial appendage occlude was successfully implanted with the same delivery system. Ten hours after the procedure, a tamponade and pericardial effusion were noted. A sternotomy was performed. The physician mentioned the amulet device caused the tamponade. On (B)(6) 2024, the patient was reported passed away. The cause of death was tamponade.